Event description:
Four years after receiving lasik surgery, I experienced retinal tears in my left eye. The tear was severe leading to some loss of vision and a significant amount of bleeding, leading to loss of vision and some compromise in the quality of my life. By way of background, I had the surgery at age 51. I needed two separate procedures because, I am very nearsighted and a good deal of material in both eyes needed to be removed to "correct" my vision. It took nearly a year for the swelling to go down after the first operation. After it did go down, a second corrective procedure was performed. Even after two surgeries, I required corrective lenses because my vision was not consistently sharp. In fact, it varied a great deal depending upon the time of day. Tiredness and stress. About three years after the surgery, I had a spontaneous rupture of some fragile spots in the retina. My optometrist said that the trauma from the lasik procedure was a likely contributor. People with severe nearsightedness often have lattice degeneration and other conditions that may make lasik a questionable option for them. In my case, I am regretful that I had the procedure done. Today, the compromised eye is a continual distraction and my vision is much poorer. To stop the occurrence of continued tearing, I needed to undergo a painful and expensive emergency procedure where my retina was scarred by a laser and the application of liquid nitrogen. Today, I have scars that "pucker" the macula of the retina posing the chance that it may detach further. I also experience dry-eye and associated discomfort, difficulty reading, night driving, and other inconveniences. I question the safety and efficacy of lasik procedures. I do believe that their use needs to be restricted. I do not -based upon results- feel that I was a good candidate. I am far worse off now than I was before the surgery.